Manufacturer narrative:
The information contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
As reported by the surgeon: the patient underwent a lateral lumbar interbody fusion procedure and after portal placement significant bleeding was noticed. The procedure was converted to an open approach to locate and stop the bleeding. It was determined that the bleeding came from an aberrantly located l4 segmental artery that was approximately 50% lacerated. Hemostasis was achieved and the artery was repaired. The remainder of the procedure was then completed as intended and without patient consequence. As reported by the surgeon, the arterial laceration likely occurred during placement of the portal tube as this rests on the edge of the vertebral body and disc interface, right where this aberrantly located artery resided.